Event description:
It was reported via web self-service that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a cellulitis infection at the wearable site. It was unspecified if the infection was at the needle puncture site or under the sensor patch. On (B)(6) 2024, the patient had a virtual consultation with an urgent care healthcare provider (hcp) and was prescribed and oral antibiotic medication (sulfamethoxazole/trimethoprim 800/160 mg tablets, two tablets per day for 10 days) for treatment of cellulitis. At the time of report the patient stated the symptoms still had not subsided. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).